Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display, battery out limit alarm and high blood glucose levels. Customer's blood glucose level was 522 mg/dl. Customer advised they went through 8 batteries in eight days. Customer advised they would receive low battery alarm but now the device would just go blank. Customer advised when they replaced the battery on the device they received battery out limit alarm. Customer was advised a replacement battery cap would be sent out and to monitor the device.